Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient's representative reported right side capsular contracture, baker grade iii. Also reported symptoms of breast implant illness (bii) including "joint and muscle pain, persistent tiredness, exhaustion, poor concentration and patient developed rheumatoid arthritis." The patient also "suffers from anxiety due to the risk of cancer and a severely reduced self-esteem". The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.